Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to unknown reason on unknown date with blood glucose level was unknown. Customer¿s blood glucose level was 461 mg/dl at the time of incident. Customer¿s different blood glucose levels were 346 mg/dl, 340 mg/dl, 415 mg/dl, 400 mg/dl and 424 mg/dl. Customer was treated in the hospital. Customer did not allege insulin pump was under delivering. Customer declined to test on insulin pump. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.